Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 femoral head; pinnacle mtl ins neut36idx52od acetabular liner; unknown hip acetabular cup; corail2 lat coxa vara size 9 femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. - patient was revised to address black fluid and soft tissue. Osteolysis was noted on the proximal femur. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left side). Update: 11/04/2011- litigation papers received, there is no new information that would change the outcome of this investigation. Update: 12/26/12 pfs - was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 2/11/2014- pfs and medical records received. After review of the medical records it indicated metal on metal disease. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/12/2014 . Update 10/04/2016 - medical records received. After review of the medical records for MDR reportablity, there is no new additional information that would affect the existing investigation. The complaint was updated 10/28/2016. Update 27 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added firm and updated associated contacts. Added stem 3l93709 lot # 2263000 due to alleged elevated metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.